Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to additional information, the issue occurred during the procedure. The procedure was rearranged at another time. The philips field service engineer (fse) inspected the system onsite and identified that the system had low disk space error. Upon troubleshooting actions, fse replaced the battery and reloaded ippc software. After repairs, the system was returned to use in good working order.